Event description:
The customer contact reported a leak. The customer contact reported that the empty flexible solution container was filled with seven vials of erbitux 5 mg / 20 ml. It was reported that during preparation of the solution container prior to pt use, an unspecified volume of solution leaked from an unspecified location of the solution container. No specific details were provided. Though requested, no additional info was provided including if the solution container was replaced and the filling was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported leak were identified. The devices was not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.